Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call they had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose was 412 mg/dl. The customer was treated with manual injection. Customer stated that the insulin did not exit. The customer was advised that the alarm was caused by set/reservoir connection. The customer was advised to replaced infusion set and reservoir.